Event description:
Caller states she currently has a flowonix and the dr asked the pt. To call mdt to see about getting a listing to have the flownix removed and replaced with a mdt pump. Caller states the dr is very upset because flownix told him there are no more reps or nurses for the product. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).